Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the right coronary artery (rca). A 3.00 x 8 synergy ii stent was advanced to treat the lesion. However, during procedure, the stent came off the balloon. The dislodged stent was attempted to be retrieved by snaring, but ended up being crushed against the rca wall. No patient complications were reported and the patient's status was fine.